Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system reported experiencing diaphragmatic muscle stimulation. The crt-d system was checked and found to exhibit high out of range right ventricular (rv) shock impedances as well. The physician suspected that the cause of the high out of range shock impedances on the rv lead channel to be due to calcification and decided to perform a lead revision procedure. During the procedure, the crt-d system was explanted and replaced with a new device system successfully. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system reported experiencing diaphragmatic muscle stimulation. The crt-d system was checked and found to exhibit high out of range right ventricular (rv) shock impedances as well. The physician suspected that the cause of the high out of range shock impedances on the rv lead channel to be due to calcification and decided to perform a lead revision procedure. During the procedure, the crt-d system was explanted and replaced with a new device system successfully. No additional adverse patient effects were reported. The device is expected to return for analysis.